Event description:
The customer reported that his sugar glucose and blood glucose are inaccurate. The customer is being woken up in the middle of the night with alarms saying that he is high or low when he is actually stable. Advised to transfer the customer to helpline, but he declined. The customer will call back at a different time. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.